Manufacturer narrative:
On (B)(6) 2024, the bench service engineer (bse) replaced the power management (pm) printed circuit board assembly (pcba). Following the part replacement, the bse completed performance verification testing, which the device passed, confirming that the alarm issue had been resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote and bench service personnel and is being investigated by the philips complaint handling team. During bench service, philips found an issue on the v60 ventilator indicating that the unit has a "check vent: primary alarm failed" alarm. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The bench service engineer (bse) found during bench service at the repair center that the device has a primary alarm failure alarm. The bse determined that a new power management (pm) pcba was required to resolve the issue. The replacement pm pcba was ordered, and the bse is awaiting part delivery. It is confirmed that the replacement part was requested but is currently backordered. The repair for this unit cannot be conducted at this time due to the part being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered pm pcba aligns with the recommended repair of the reported malfunction per the service manual. When the part become available the repair will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.